Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shuts off and alarmed battery out before and after a battery change. Customer's blood glucose was 73mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit or bolus stopped alarm noted. The insulin pump was monitored for several days and no blank display anomaly noted. No damage was found on the c13 lcd isolation tape noted. The insulin pump had cracked reservoir tube and minor scratched display window.